Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "after insertion the iabc did not inflate". As a result, the iab was removed and replaced. The 2nd iab was inserted at a different insertion site. No patient harm or injury. The patient status is reported as "fine".